Manufacturer narrative:
Reference MFR. Complaint #k96-8-26-206-207. Two samples were returned for evaluation. Visual inspection found no irregularities. Air leakage and functional tests revealed no leakage or disconnects. Measurements of the ID and od of the isoprene tubes found the outlet tubes (od) and the isoprene tubes (ID) to be out of specification. The plant advised that there is not enough info to determine why the botton drain tube may have disconnected. The ID/od irregularity may have contributed to the forman valve falling off the product. The plant has initiated an incoming inspection of the outlet tubes. The supplier has been notified for thier investigation and corrective action. Review of the lot history was unremarkable. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a seriour injury or that one of its products has malfunctioned.

Event description:
Infection control has reported an all time high in uti's in 9 years., average length of stay is 11 days. This problem was noted in the snf and one other floor (med/sug). The increase in uti's started 4-5 months ago, which was apporox 3 months after implementation of dover. Rn's had inservice, but are up again.